Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that patient was last seen at the hcp office on (B)(6) 2016 and was doing well at that time, no issues were reported to the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that patient was last seen at the hcp office on (B)(6) 2016 and was doing well at that time, no issues were reported to the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that patient's current implant has been unsatisfactory and never worked right. Patient has had multiple consultations with manufacturer representatives. Patient stated that they plan to turn off the implant and no longer use it. Patient was going to follow up with their hcp. It was reported that there was a device concern in that the patient never could make the device work properly for them all the time. The patient had several consultations with the manufacturer's representative (rep). The patient stated that they don't use the stimulator as a step to resolve it not working. The patient stated that the first device was great and lasted 9+ years and the new one does not compare. No further complications were reported or anticipated.